Event description:
On (B) (6) 2009, the sales representative noticed that after post surgical cleaning, an end extender sleeve was broken with chips missing from the device. In addition, the device would not lock. The malfunction was not associated with a specific surgery nor was the patient involvement. The malfunction, chipped tip, has been associated with an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending.